Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the clinical data was provided for review. Review of the clinical data observed the first and third analyses having results of shock not advised. The second analysis had a result of shock advised. The analysis identified noise from motion that may have contributed to the shock advised prompt. Aeds make shock/no shock decisions based solely on the ECG waveform being analyzed. The AED operated as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated a shock was delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.